Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Wear and/or deformation of articulating surfaces." This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6), 2009 for an unknown reason. A subsequent revision procedure was performed on (B)(6), 2011 due to wear of the polyethylene liner, acetabular cup loosening and osteolysis. The femoral head, polyethylene liner and acetabular cup were removed and replaced. Only the polyethylene liner was manufactured by biomet orthopedics. No further information has been provided to date.